Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The rotaflow has been sent to the manufacturer em-tec for investigation and repair. According to the service report of em-tec following work has been done. The rfd has been investigated and the head error could be confirmed. Probable cause of the error is a "hot plug" following work as been done by em-tec: elekronic parts mc1 + mc2 + ferrite replaced. The case foot was glued again. The rfd passed all functional test. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported the on the rotaflow drive a "head error" occurred during service/maintenance. No patient involvement. (B)(4).